Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using the bd bactec¿ mgit¿ 960 pza kit, an unspecified number of patient samples were falsely resistant to pyrazinamide. The patient samples were sent to a referral hospital for result verification. No erroneous results were reported to the doctor. There were no health impact or consequences reported.